Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) was connected. The technical service representative (tsr) assisted the hp with troubleshooting and assisted to aseptically disconnect from the hc machine. The tsr then advised the hp to report the alarm to the peritoneal dialysis (pd) nurse. On (B)(6) 2010, product surveillance contacted the hp's pd clinic regarding the report that the hp had a se 2240 alarm. The nurse stated that the hp had no problems as a result of this and she has been able to continue therapy. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the alarm, the hp explained that she later discovered that her husband had accidentally stepped on the tubing causing the spike to be disconnected. Per hp, that's what might have caused the 2240 alarm. Per hp, there were no defects on the supplies. The hp stated that she had already talked to her nurse about this incident and confirmed that she did not have any harm or injury as a result of this incident. The hp stated that she had discarded the supplies, and did not have the lot numbers. Per hp, she is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for separation of a spike from a supply bag that caused a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the most likely cause of the system error 2240 is the separation of the supply bag. The supply bag separated when someone accidently stepped on the tubing. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).